Event description:
It was reported that this malleable device was explanted and replaced with an inflatable penile prosthesis (ipp) due to unspecified reasons. There was no additional information provided.